Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the surgeon tried to fire the stapler on the stomach tissue to close and cut, but the surgeon could not push black firing knob. Hence, the stapler would not fire. The surgeon tried three times, but the same issue occurred. Another device was used to complete the case. There was no patient injury.